Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional additional reported right "breast lesion" which is non-device related. Device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional additional reported right "breast lesion" which is non-device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on posterior assessed as a surgical impact opening. (Shell thickness within spec). ¿ lump/nodule-ndr: not applicable as the event is not related to the device. Additional observations: ¿ non-penetrating nick observed on the device.